Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signal. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.